Manufacturer narrative:
The subject device was returned to olympus¿s local distributor, but not returned to omsc. Therefore the exact cause of the reported event could not be conclusively determined at this time. Olympus¿s local distributor confirmed the following information. -as a result of visual inspection for external and inside damage, it¿s required to replace the cable. -whilst we are unable to confirm how this damage has occurred, it is most likely become a result of general wear. A supplemental report will be submitted if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during an unspecified timing, the image of the subject device disappeared. There was no report of patient injury associated with this event.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus¿s local distributor, but not returned to shirakawa factory. Therefore the exact cause of the reported event could not be conclusively determined at this time. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Besides, omsc confirmed the following additional information. Manufacturing date:2006/10/27. The reported phenomenon was reproduced in the repair department. The exact cause of the reported event could not be conclusively determined. However, based on the investigation results by the repair center, omsc surmised that the cause of the reported event is as follows. Omsc surmised that an image was not displayed because video communication was not transmitted to the processor due to cable damage. We checked the shipping record of the subject device, but there was no problem with the device. It is possible that the cable damage was caused by a user operation. If additional information becomes available, this report will be supplemented.